Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had a damaged bearings and cable/cord/wiring, motor and control were defective, had too little power and the machine got hot. It was further determined that the device failed pretest for thermistor assessment, no short circuit 3.3.5 between phases and connector body (42), no short circuit between hall sensors and connector body(42), no short circuit between 5v dc line and connector body(42), no short circuit between sensor gnd and connector body (42), rotational speed and handpiece temperature. It was noted in the service order that the device gets an error when connected to the console. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.